Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 1.04mm. The grips were not found to be cracked. Components adjacent to this bent grip do not show damage. Additionally, the instrument was found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator does appear to be bent. Components adjacent to the dislodged molded insulator do not show damage. The complaint was confirmed by failure analysis. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.

Event description:
It was reported that during central processing, the force bipolar instrument's tips were not aligned. No known impact or patient consequence was reported.